Event description:
It was reported that the patient had an infection at the ipg site and physician thought it was in the patient's best interest to explant. Surgical intervention took place where the scs system was explanted to address the issue. Manufacture representative has not received any other information about the patient or the status of the infection.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.